Manufacturer narrative:
D10 concomitant products: egia60amt - egia60amt egia 60 artic med thick sulu, sigadaptstnd - sig power sigadaptstnd linear adapter sigpshell - sig power sigpshell control shell, egia60amt - egia60amt egia 60 artic med thick sulu. Medtronic submits this report to comply with FDA regulations 21 cfr parts 4 and 803. Medtronic has made reasonable efforts to provide as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. Medtronic will submit a supplemental report if additional relevant information becomes known.

Event description:
According to the reporter, during an open gastrectomy, when the firing button was pressed again to check after the firing was completed, the articulation was started while making an abnormal sound, and it was bent to 45. The parts dropped in the patient's body. All parts were removed and was collected with forceps. Pli 50: medtronic's initial evaluation of the incident found that there was egia thick tissue. Some staple pushers were pushed back to the cartridge. Three staples remained on the cartridge and anvil surface. The two staples on the reload were properly formed and the one was over crimped.